Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and recommended performing an x-ray to confirm system placement. The system was tested in clinic with no noise able to be reproduced. The x-rays confirmed the electrode was fully inserted in the device header. Rhythmcare then provided additional troubleshooting steps to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and recommended performing an x-ray to confirm system placement. The system was tested in clinic with no noise able to be reproduced. The x-rays confirmed the electrode was fully inserted in the device header. Additional information includes confirmation that two additional inappropriate shocks were delivered due to oversensing. Rhythmcare then provided additional troubleshooting steps to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.